Event description:
It was reported that the event involved a daybreak sleep appliance device used by a 64-year-old female patient. It was reported that the patient said she has an abscess on her upper lip wondering if it is from the device. Per the report the patient alleged an allergic reaction from using the mandibular advancement device and upon the request of their doctor has stopped using it. The appliance was delivered on february 28, 2026. They noticed the issue on march 23, 2026, and reported the event and discontinued use of the device on the same date march 26, 2026. No additional medical or surgical procedures were reported. The reporter's office location is in los angeles, california.

Manufacturer narrative:
It was reported that this customer does not document patient ethnicity or race, therefore it is unknown. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).